Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The following repair diagnostic codes were identified: (1) burn on insulation at tip of shaft. (2) replaced handle. The following was observed: a burn on the insulation at the tip of the shaft. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: burn on insulation at tip of shaft; replaced handle. The following was observed: a burn on the insulation at the tip of the shaft. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.